Event description:
On 12/4/2023, it was reported by a sales representative via email that the sheath from ar-4551 sutureloc kept reentering the joint when pulled. The surgeon drilled into the joint space. A cannulated portion of the 2.4 drill was removed, and wire was introduced into the joint. The wire was retrieved out of the medial portal, and the second tensioning sutures, anchor setting mechanism (loop), and part of the sheath were loaded into the nitinol loop and pulled out the front of the tibia. Sutures outside the distal tibial tunnel were pulled until the sheath was no longer visible in the joint. Sutures outside the front of the knee were held firmly while the tensioning loop was pulled. When sutures coming out the front of the knee were pulled, the suture sheath kept reentering the joint. The surgeon attempted the process twice by pulling the sheath out of the joint and setting the implant but was unsuccessful. The case was completed using a new ar-4551 sutureloc. This was discovered during a medial meniscal root repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.